Event description:
It was observed that during the device inspection, the electrosurgical unit exhibited powers outside the permitted range in the cutting and coagulation tests. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.